Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 427 mg/dl. Customer¿s current blood glucose value was 427 mg/dl. The customer stated they were not experiencing any symptoms of high blood glucose. The customer states the auto mode feature was active and was not delivering insulin. Customer had shut off insulin when it got to 78 mg/dl and then later when she ate she turned it on. Troubleshooting was done for high blood glucose and under delivery however, the customer declined to continue further troubleshooting. The insulin pump will not be returned for analysis.